Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 9/10/2019. Device evaluation: the explanted lens was received for investigation. The lens returned was cut in two parts due to the explant process. Both haptics were observed detached. The detached haptic pieces were not returned. The two parts of the lens received were observed with an unclear or hazy surface, and with a few spots within the lens material, confirming the reported issue. The results of the haze inspection performed during lens manufacture, showed the lens was within product specifications. There is no evidence to suggest that the returned lens was affected by the manufacturing process. Therefore, no product deficiency could be identified on the return. Based on the analysis of the return, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional investigation requests were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2002 and (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a si40nb intraocular lens (iol) was removed due to optic opacification. It was learnt that the patient had decrease vision and that the explanted iol was replaced with a non-johnson and johnson iol. The patient is doing well post-op with a visual acuity (va) of 20/30 uncorrected on his 2 week follow up. No other information was provided.